Event description:
It was reported that while using the custom cork screw persuader [with stainless steele blade], the titanium screw broke in the pt.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the tab on one side of the screw-head of the returned mantis cannulated polyaxial screw was confirmed to be broken. Manufacturing record review: no discrepancies noted and all material and hardness certificates were in order. Complaint history analysis: 17 previous records relating to tulip screw-head tab-breakage during surgery. The investigations into past complaints concluded that the tab breakage was the result of cantilever forces being applied to the mantis reduction blades by the surgeon while using the mantis persuader. Risk assessment: the broken fragments could not be retrieved from the pt and that there was a 10 min delay in surgery. However, no adverse consequences were reported and it is noted that the tabs are made from biocompatible material. All the fragments from the broken tab were safely removed from the pt and the surgery was successfully completed. Conclusion: the screws that were associated with past complaints were metallurgically analysed and no material issue was detected. As in this case, the tab breakage is believed to be the result of the screw-head tabs being over-loaded with the mantis persuader.